Event description:
It was reported that during a da vinci-assisted surgical procedure a repeated recoverable fault occurred. The caller power cycled the system to recover the fault, but the issue remained. The surgeon converted to a laparoscopic procedure due to the issue. The intuitive technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The caller performed a hard power cycle, but the issue remained. The issue was escalated to intuitive field service. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned and the testing was completed. The error 23025 was replicated during sine cycle testing. The axis 2 motor and motor cable will be replaced as a fix.